Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on manufacturing review, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported several right eye cases of unpredictable flap thickness post corneal flap creation. Flap thickness was also reported to be irregular and the interface stromal beds appeared wavy. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative was unable to find any issue related to the reported event. The system was tested and found to meet product specifications. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).